Manufacturer narrative:
Device history review was conducted. The report indicates after the manufacturing documents were reviewed and no complaint related issues were found. Device was used for treatment, not diagnosis.

Event description:
(B)(4). Device report from synthes (B)(6) reports an event in (B)(6) as follows. It was reported that it was impossible to remove the wire from nail and the surgeon had to cut the guide. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Additional evaluation was conducted. The report indicates that the bone residues in the cannula of the expert tibia nail were dense particles, the adhesion to the nail was exceptionally high. The guide could not be taken out from the nail, the particles blocked in the tip of the guide. The bone residues were most probably inserted in the nail during implantation. The root cause could be not fully determined with the present investigation due to lack of further information. Placeholder.